Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test or verify motor error alarm due to broken reservoir tube lip; however, unit was received with normal operating currents and passed a21 error test, self-test, rewind test, displacement test, prime/a33 test and excessive no delivery test. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads and missing o-ring at reservoir tube. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm when reservoir was low or empty. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer reported that when reservoir was removed, the o-ring fell out. Alarm history showed more than one motor error alarm within the last thirty days. Customer was advised that insulin pump would need to be replaced.